Event description:
Reportedly, the subject device completed a 30 minute delivery in 10 minutes. This caused burning for the pt. The drug in use at the time is cefotetan 2gm in 20ml of nss in a 30ml syringe.